Event description:
The customer stated that she was treated by paramedics due to hypoglycemia. The customer stated that her blood glucose reading was 40 mg/dl when paramedics were called, and it had risen to 73 mg/dl by the time they arrived. Troubleshooting was performed. The customer last changed her infusion set the day prior to the event. The customer was not connected during priming. The displacement test passed. There was more insulin in the reservoir than what the insulin pump read. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.